Event description:
It was reported via repair work order that the fowler was drifting due to malfunction fowler clutch and it was also reported that the footboard had intermittent power due to bent footboard connector pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.